Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that they received a new implant yesterday, the recharge free system. The patient said reason for replacement was that the old implant had to be charged for an hour every week which was too much time. The patient said that they discussed with managing physician who reviewed option to receive the recharge free system. The patient said they would recharge both external devices. The agent reviewed general programming guidance regarding the recharge free system. The patient said they would maintain stimulation level and would continue to track symptoms.